Event description:
It was reported that the leadless pacemaker had initially been difficult to load into the catheter's tethers prior to implant. After successful loading the device into the catheter, the implant was attempted. During the procedure, once the device was fixated, it was unable to be released from the catheter after several attempts. The physician then decided to redock the device, and in the process, it unintentionally released. Device fixation remained stable and was left implanted functioning normally. The patient was stable.